Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the staples would not advance. There was no pt consequence.

Manufacturer narrative:
Visual inspections & results: head rotates and trigger engaged with precock, yes; nose shroud cracked/broken, no; staples in nose, yes(2)twisted; and staples in the track, yes(22). Functional tests & results: cycled instrument, no. Analysis conclusion: based on the visual examination, it was concluded that the reported instrument "staples would not advance" during surgery was due to two twisted staples present in the cartridge nose. No conclusion could be reached as to how the staples became twisted in the nose. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.